Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the system's gas module. The unit was tested to factory specifications.